Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that on (B)(6) 2017, the system controller alarmed with a low flow alarm and the patient went to the hospital. The cardiologist evaluated the system controller's log file and saw that the pump speed dropped below 3000 rpm and at one point dropped to 0 rpm while the pump was connected to the power module. No patient symptoms were reported. The patient was provided with a non-grounded patient cable for use with the power module, and was discharged home. No further information was provided.

Manufacturer narrative:
The root cause of the reported event could not be conclusively determined as the device was not returned for evaluation. However; the reported low flow alarm, deceleration in pump speed and pump stoppages was confirmed through the evaluation of the submitted system controller log file. Based on the manufacturer¿s past experience and similar reported events, the pump stoppages that occurred while the system was supported by the power module could be indicative of a potential driveline wire issue. The patient was provided with a non-ground patient cable and remains ongoing on lvad support with no further alarms reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.